Event description:
Cautery pad applied to left thigh. When cautery removed after procedure second and third degree burns were noticed on anterior aspect of left thigh on upper medial and superolateral aspect of the margin where the cautery pad had been applied.